Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient kinked cannula events on (B)(6) 2025. The issues occurred with four similar types of infusion sets. Moreover, the symptoms occurred within three or more hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.